Event description:
The user facility reported a patient of unknown age in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump had high purge pressure due to the purge system being blocked. The pump and purge cassette were replaced, and the procedure was successfully completed. No patient harm was reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was most likely biomaterial ingestion.